Event description:
Patient identifier: (B)(6). Date of event: (B)(6) 2014. According to the information received, a nurse who changed the catheter commented to a sales rep that the catheter broke in two pieces. The sales rep thought that the catheter could have been cut by accident when changing the diaper.

Manufacturer narrative:
Two products were returned. One product contained a sealed pouch printed aa6106 (lot # 3684391) containing a 2 way folysil catheter with green valve printed "06-5ml-3684391". The second product was the used catheter cut in 2 pieces; i.e, the funnel measuring approximately 65 mm with a green valve "06-5ml-12100343" and the catheter body measuring approximately 200mm. Visual inspection noted that the rupture is located at approximately 4 mm from the overmoulding area on the catheter body. It appeared that the funnel was submitted to an abnormal force and so the rupture is probably due to the user.